Manufacturer narrative:
The conclusions are as follows: - the event date noted in the complaint was (B)(6) 2024. No files were provided at this date. The latest one was (B)(6) 2024. - from (B)(6) 2024, due to a communication error which occurred at an early step during the interrogation, the error communication pop up is not displayed while the programmer is waiting for a response from the user. It induced a screen freeze with the end button not available. - to solve this issue, it is recommended to avoid as much as possible telemetry interferences. It should be noted that the cpr4 head is more sensitive to communication errors. In addition, battery removal is not recommended, a p1p2 procedure should be tested in first instance. - this complaint is recorded for trending purposes.

Event description:
The tablet has frozen on the overview screen of a defibrillator. The end button remained in grey and not available. The solution was to remove the battery.

Event description:
The tablet has frozen on the overview screen of a defibrillator. The end button remained in grey and not available. The solution was to remove the battery.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.